Event description:
Information was received that during use of this smiths medical cadd ms3 pump, the pump displayed alarm stating cartridge was disconnected from pump. It was reported that the patient was unable to reconnect the cartridge. Subsequently, the patient switched to back up pump. No patient consequences were reported. No adverse effects were reported.

Manufacturer narrative:
Device evaluation: one smiths medical cadd-ms 3 ambulatory infusion pump was returned for analysis in used condition. Visual inspection of the pump showed no damage to the pump. Functional testing involved powering up the pump and showed that the pump alarmed error code 80 due to the cartridge being disconnected from the pump. The investigation determined that a defective microprocessor board was the cause of the reported issue. The microprocessor board was replaced. Based on evidence and investigation, the complaint allegation was confirmed.